Event description:
The pt contacted the home health agency to report that her central line was leaking. A nurse promptly made a visit to the pt. The nurse noted that the central line had broken in half. The nurse could not visualize the terminal end of the catheter. She secured the part of the catheter which was at skin level. The pt was evaluated in the emergency room on the same day. E.r. Was able to remove the central line. The pt reports that an x-ray was done post-removal which was negative. The pt suffered no ill effects.